Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and this implantable cardioverter defibrillator (ICD) were not implanted due to high defibrillation thresholds. The physician elected to implant a competitor's device. It is unknown if elevated dfts were observed on that device as well. Later, this crt-d was retrieved from archive for further analysis testing.